Manufacturer narrative:
Per the adjudication minutes ((B)(4) 2014) the patient experience a cva on (B)(6) 2013. The site had previously reported the event as a tia. A cta on (B)(6) 2013 showed an 80% in-stent restenosis although with an artifact present; therefore, conventional angiography was planned to be performed the next morning. Repeat angiography on (B)(6) 2013 revealed widely patent right ica stent and no evidence for significant in-stent restenosis or filling defect. A residual 40% stenosis was seen, exactly the same as was noted post-stent placement on (B)(6) 2013. The patient did have a large eccentric calcific plaque, which was producing some recoil. No intervention was done. Per progress note on (B)(6) 2013 the patient had [¿illegible] hand/arm weakness left side, documented last night by nurse; was also very aggravated, restless, combative and was given medications for that. The patient was drowsy. Neurological examination on (B)(6) 2013 showed normal exam. On (B)(6) 2013 at 17:00, the nih stroke scale score was 2 due to drowsiness and one question answered correctly. The rankin stroke scale score was 0. Progress note on (B)(6) 2013 reported normal neurological examination. The patient was discharged on (B)(6) 2013 to a rehabilitation facility on asa and clopidogrel with diagnosis of carotid stenosis with encephalopathy, where he was admitted ¿for the intensive rehabilitative effort while continuing inpatient medical management on the inpatient rehabilitation facility floor.¿ the patient was discharged from a rehabilitation facility on (B)(6) 2013 ¿against medical advice¿ with diagnosis of carotid stenosis with encephalopathy. Secondary diagnosis included cerebral vascular accident, status post stenting; left-sided weakness; myocardial infarction; and acute renal insufficiency. The site further confirmed in response to a query: ¿it was confirmed patient had encephalopathy related to the severe carotid stenosis. No cva.¿ the site also confirmed that the patient had a history of mi, but no mi during that admission. On (B)(6) 2013 at 30 day follow-up visit, the nih stroke scale score was 0 and the rankin stroke score was 0. Complaint conclusion: as reported via the (B)(4) registry, a patient experienced a transient ischemic attack (tia) on the same day of the carotid index procedure. Pre-procedure nih stroke scale score was 0, stroke scale score was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the right ostium internal carotid artery. The lesion was described as 20mm in length, severely calcified and arch type ii. The reference vessel was 5.0 in diameter and moderately tortuous. A 6mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. No air bubbles were present during the index procedure. There was 40% residual stenosis. The patient left the angiography suite with no neurological deficits. Post procedure, the patient experienced sudden behavioral changes. The event was diagnosed as a tia. The event fully resolved with no deficit in less than 24 hours and the patient was back to baseline. He was not medically treated. The carotid angiography performed one day after the event showed no evidence for significant in-stent restenosis or filling defect, this is exactly the same as noted post stent placement on index procedure. The post procedure nih stroke scale score was 2 and the stroke scale score was 0. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per the investigator, the event was not related to the index procedure or the cordis products. Per the adjudication minutes ((B)(4) 2014) the patient experience a cva on (B)(6) 2013. The site had previously reported the event as a tia. A cta on (B)(6) 2013 showed an 80% in-stent restenosis although with an artifact present; therefore, conventional angiography was planned to be performed the next morning. Repeat angiography on (B)(6) 2013 revealed widely patent right ica stent and no evidence for significant in-stent restenosis or filling defect. A residual 40% stenosis was seen, exactly the same as was noted post-stent placement on (B)(6) 2013. The patient did have a large eccentric calcific plaque, which was producing some recoil. No intervention was done. Per progress note on (B)(6) 2013 the patient had [¿illegible] hand/arm weakness left side, documented last night by nurse; was also very aggravated, restless, combative and was given medications for that. The patient was drowsy. Neurological examination on (B)(6) 2013 showed normal exam. On (B)(6) 2013 at 17:00, the nih stroke scale score was 2 due to drowsiness and one question answered correctly. The rankin stroke scale score was 0. Progress note on (B)(6) 2013 reported normal neurological examination. The patient was discharged on (B)(6) 2013 to a rehabilitation facility on asa and clopidogrel with diagnosis of carotid stenosis with encephalopathy, where he was admitted ¿for the intensive rehabilitative effort while continuing inpatient medical management on the inpatient rehabilitation facility floor. On (B)(6) 2013 at 30 day follow-up visit, the nih stroke scale score was 0 and the rankin stroke score was 0. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot number presented no issues during the manufacturing process that can be related to the reported complaint. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As reported via the (B)(4) registry, a patient experienced a transient ischemic attack (tia) on the same day of the carotid index procedure. Pre-procedure nih stroke scale score was 0, stroke scale score was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the right ostium internal carotid artery. The lesion was described as 20mm in length, severely calcified and arch type ii. The reference vessel was 5.0 in diameter and moderately tortuous. A 6mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. No air bubbles were present during the index procedure. There was 40% residual stenosis. The patient left the angiography suite with no neurological deficits. Post procedure, the patient experienced sudden behavioral changes. The event was diagnosed as a tia. The event fully resolved with no deficit in less than 24 hours and the patient was back to baseline. He was not medically treated. The carotid angiography performed one day after the event showed no evidence for significant in-stent restenosis or filling defect, this is exactly the same as noted post stent placement on index procedure. The post procedure nih stroke scale score was 2 and the stroke scale score was 0. The patient was discharged 10 days later from the index procedure due to nephropathy and urinary tract infection. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per the investigator, the event was not related to the index procedure or the cordis products.